Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stopped at one of the manufacturer's facilities to state that the device was malfunctioning. The device remains in use. No patient complications have been reported as a result of this event.